Manufacturer narrative:
(B)(4). Insulin pump received with cracked reservoir tube lip, battery tube threads - cracked and broken battery cap. Test reservoir lock properly inside the reservoir tube. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir is able to lock in place but it seems loose. The customer's blood glucose level was unknown at the time of incident. Troubleshooting was performed. The product will be returned for analysis. Frn reservoir. Unomedical: infs.